Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. Device was not returned to the manufacturer.

Event description:
The manufacturer was contacted by deceased patients spouse requesting serial and part number for a CPAP (used by deceased) which could be linked to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacture database search yielded no results. To add, it was reported patient was diagnosed with sleep apnea and provided CPAP in 2005 with setting to be "16", which was used until their passing in 2020. Furthermore, patient went to the dr for "worsening case of sleep apnea". Patient started getting sick in 2014 then noticed bowel movements were different in 2017. Patient went to the emergency room and had colon cancer stage 4. Patient had a ¿brad¿ port. (B)(6) 2020, patient had stents placed in heart and (while in hospital setting) passed away the next day of a massive heart attack." When reporter was asked about the said device malfunctioning- the answer was documented to be "maybe" with no specifics provided, additionally it is unknown the method/frequency of cleaning devices/agents used. It was reported patient was not on CPAP when death occurred. At this time, no further investigation can be conducted. If any additional information is received a follow-up report will be filed.